Manufacturer narrative:
All available information was investigated, and the reported broken gripper line and single gripper actuation issue were confirmed via returned device analysis. Additionally, the clip cover, gripper cover, and lock line were observed to be frayed and the clip cover was observed to be torn. The reported clip caught in anatomy, unable to grasp leaflets, difficult imaging, and improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported broken gripper line, unable to grasp leaflets, clip caught in anatomy, and difficult imaging were unable to be determined. The reported single gripper actuation issue was likely a cascading event of the reported broken gripper line. The reported improper or incorrect procedure or method was due to the user curving the device more than 90 degrees. The cause of the observed frayed clip cover, gripper cover, and lock line and torn clip cover were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. After a several attempts, the anterior leaflet was caught on the gripper. After freeing the leaflet from the clip, it was noticed that one of the grippers remained down while the gripper levers were retracted. Therefore, the clip was removed and replaced. It was noted that the clip delivery system (cds) was curved more than 90 degrees. While outside the anatomy, it was observed that one of the grippers lines was ruptured. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.